Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 51 mg/dl. The cause of low bg levels was unknown. The customer attempted to address the low bg by eating carbohydrates, but ended up receiving third party assistance from emergency medical services (ems), who administered glucagon to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.